Event description:
It was reported that shaft break occurred. During preparation of a 2.75 x 20mm synergy drug-eluting stent, it was noted that the hypotube fractured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 2.75 x 20mm stent delivery system was returned for analysis in broken into 2 sections. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a hypotube break 85cm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip identified tip damage. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. During preparation of a 2.75 x 20mm synergy drug-eluting stent, it was noted that the hypotube fractured. The procedure was completed with another of the same device. No patient complications were reported.